Event description:
During the procedure urokinase (420,000 iu) was injected using an in-time microcatheter. After removal of the microcatheter, the transend ex .014" was inserted to do piercing, procedure was ptr for cardiogenic stroke (middle cerebral artery). Piercing was performed by attaching a torque device onto the wire, applying clockwise rotation 10 times, then anti-clockwise rotation 10 times to crush infarction. After piercing, the microcatheter was re-inserted and urokinase (600,000 iu) was injected. After that, the transend ex. 014" tip got stuck in the infarction, and broke at approximately 6-cm proximal to the distal segment. Decompression was performed and the broken tip was successfully removed during this procedure. The operation went successfully with another unit. No complications with the patient as a result of this event were reported to have occurred.